Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on cutting the rectum during laparoscopic low anterior resection, the staple line was incomplete on the central part. They used a new device to complete the case. There was no patient injury.